Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-01492. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The patient was transported to the hospital due to unstable angina pectoris. Coronary angiography revealed 75% stenosis in the mid to distal right coronary artery (rca), 90% stenosis in the posterior descending artery (pda), 75% stenosis in the proximal to mid left anterior descending (lad) artery, 90% stenosis in the first diagonal (dx) artery and 90% stenosis in the distal to posterolateral left circumflex (lcx) artery. Coronary artery bypass grafting (CABG) was not performed due to the procedure being emergent. The physician decided to treat the noncalcified lesion located in the mildly tortuous distal to posterolateral lcx. The lesion was predilated with a 2.0x14mm non bsc balloon. A taxus express2 2.5x20mm drug eluting stent was deployed at 6 atms in the distal side of the lesion. A taxus express2 3.0x24mm taxus express2 drug eluting stent was then deployed at 10atms in the proximal side of the lesion. These stents were post dilated with the taxus 2.0x24mm delivery balloon. At this point the blood flow of the stent implanted lesion to the peripheral vessel became slow and a suction catheter was inserted. The flow did not improve. A stent thrombosis was confirmed by angiography. Attempts to aspirate the thrombosis were not successful. The physician then attempted to dilate the thrombosis with a non bsc 2.0x14mm balloon, but the balloon ruptured. Another non bsc balloon was then used, a 2.5x10mm, but the thrombosis then spread through the lcx from the bifurcation area to the posterolateral. The thrombosis was then aspirated with a suction catheter. An intra-aortic balloon pump (iabp) was then inserted. Thrombosis was still present in the lcx posterolateral. Kissing balloon technique was performed using 2 non bsc balloons, a 2.5x10mm and a 2.0x20mm. Thrombosis then occurred in the 3.0x24mm previously placed taxus stent and the lesion became totally occluded. A non bsc 3.0x15mm stent was then deployed at 10atms in the lcx, inside of the taxus stent. The thrombus was then aspirated. Kissing balloon technique was performed again with a 2.5x10mm and a 2.0x20mm balloon, both non bsc. Thrombosis occurred again in the distal lcx. Dilatation was performed again at 14 atms and 16 atms. Kissing balloon technique was performed again with the same balloons and timi iii flow was achieved. Three days post procedure the patient experienced chest pain, but angiography confirmed improvement from angiography two days prior. Seven days post procedure, the iabp was removed and heparin was discontinued. Eight days post procedure, the patient experienced chest pain and angiography confirmed a thrombosis inside the distal side of the stent in the lcx. There was total occlusion. Aspiration was performed repeatedly. Blood flow to the vessel improved, but was totally occluded again after a short time. Iabp was inserted. Several dilatations were performed with a maverick2 2.5x20mm balloon. Six days post this procedure, the patient again experienced chest pain and thrombosis was again confirmed in the bifurcation area of the lcx posterolateral and posterior descending. The thrombosis was aspirated and kissing balloon technique was performed using maverick 2 3.25 x 20mm balloon at 8 atms and a 2.5x20mm non bsc balloon at 6-8 atms. Thrombus was again aspirated. It was determined that if thrombosis occurred again CABG would be performed, but the patient refused surgery. At this point plavix was discontinued and panaldine was started. In october 2007 ivus confirmed that there was stent malapposition. Two taxus express2 drug eluting stents were then deployed. Ivus confirmed the stents were well positioned and well apposed. Medications used during this procedure include; heparin, plavix, panaldine, warfarin, byaspirin, urokinase and pletaal. At the time of this report the patient was hospitalized in stable condition.